Event description:
The report stated that the seals made with the ligasure device were bleeding around edges after they were bisected. No pt injury was reported.

Manufacturer narrative:
The incident device has been rec'd and is under evaluation. The site was asked for additional detail, but has not responded to our requests. When the device evaluation is complete, a follow-up report will be submitted.